Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter city: (B)(6). Device evaluated by MFR.: mustang 12.0 x 40, 135cm was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied and liquid was observed to be leaking from a balloon pinhole located approximately 14 mm proximally of the proximal marker band. An examination of the balloon material and the proximal marker band identified no issues. A visual and microscopic examination of the marker bands identified no issues. A visual and tactile examination found no issues with the device shaft. A visual and tactile examination identified no damage to the tip. No other issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole was encountered. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, it was noticed that the balloon did not hold pressure and a small hole in the proximal portion was observed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon pinhole was encountered. A 12.0 x 40, 135cm mustang balloon catheter was advanced for dilation. However, during inflation, it was noticed that the balloon did not hold pressure and a small hole in the proximal portion was observed. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.